Event description:
Customer reported an issue with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps replace capacitors on the motherboard and the cooler assembly. Tested, calibrated, and safety checked unit to factory specs.